Manufacturer narrative:
Transient pump power elevations were confirmed through the evaluation of the submitted system controller log file. The log file contained approximately 18 days of data from (B)(6) 2017. Slight elevations in pump power were observed from (B)(6) 2017 at 18:24:35 to (B)(6) 2017 at 05:19:35 and appeared to resolve by the end of the log file. A specific cause for this elevation in pump power and a correlation to the report of elevated lactate dehydrogenase level could not be conclusively determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and weight were not provided. The referenced previously reported pump exchanges was reported under medwatch MFR report # 2916596-2017-00133 and 2916596-2017-00426. Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 17 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there were ongoing concerns for pump thrombosis, and that the patient had undergone two previously reported pump exchanges. The patient's lactate dehydrogenase level increased from approximately 300 u/l to 606 u/l, and pump power elevations were observed. Integrilin was started on (B)(6) 2017. The patient was listed for transplant. No additional information was provided.